Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 35. Insulin pump was exposed to magnetic field. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was returned with a critical error open book error and pump error 35 was found in the formatted history file due to force sensor zero off set out of specifications. The insulin pump was received with corroded battery tube, cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched lcd window, minor scratched case and fading serial number label.